Event description:
End-user reported that she used the device to cover her naval after a surgical procedure. End-user claims the bandage tore her skin upon removal and left a square scar. Diagnosis for use: for minor cuts, scrapes and burn.

Manufacturer narrative:
End-user stated the device was used 5 months prior to reporting the event. This report is being filed resulting from an FDA inspection at the manufacturer on 10/1-5/2012 where the manufacturer was cited for failure to make multiple attempts to obtain information for MDR decisions.